Manufacturer narrative:
(B)(4). The date of the event onset was reported as (B)(6) 2016. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique further described as touch contamination. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics for three weeks (drug names, doses, routes, and frequencies not reported) for peritonitis. Action taken with the dianeal and extraneal therapies were not reported. At the time of this report, the patient has recovered. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.